Manufacturer narrative:
Hamilton medical comes to the following conclusion: root cause: defective mainboard. Correction: replacement of the mainboard.

Event description:
The following was reported to hamilton medical ag: summary: unit doesn't start up - progress bar stops, unit hangs, switch-off may be blocked (em10a01).